Event description:
The patient had an orif of sternal nonunion completed on (B)(6) 2021. The patient came back to the hospital on (B)(6) 2021 due to sternal instability and pain, and it was found that both plates used in the original orif had broken in two. They required the surgeon to do a redo sternal plating on the patient. FDA safety report ID# (B)(4).